Manufacturer narrative:
Follow-up # 1 (B)(6) 2011. Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/27/2013 with the following findings: there was no pump data from the time of the event due to continued patient use. The pump was unable to be exercised due to an unresponsive keypad. The pump was opened and moisture damage was observed inside the pump including on the pump keypad flex cable. Unrelated to the issue, the display screen was found to be faded and discolored. The display screen was replaced with a test screen and the display returned to normal. (B)(4).

Event description:
On (B)(6) 2011 the reporter, the patient's mother, reported that on the morning of (B)(6) 2011 the patient obtained the blood glucose reading of 400 mg/dl and had positive urinary ketones. The patient experienced the symptom of an upset stomach, but no further symptoms. The patient's mother treated him with an insulin dose via a syringe; the patient did not seek any medical attention. Troubleshooting revealed the patient's mother had set the pump with the incorrect basal program for overnight, using the incorrect setting of "exercise". There is no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient's mother incorrectly set the pump for the wrong basal settings. However, as the patient obtained elevated blood glucose levels and was positive for ketones afterwards, this complaint is being reported.